Manufacturer narrative:
The date received by manufacturer has been used for this field.. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV leaked where the bd insyte¿ autoguard¿ shielded IV catheter needle connected to the tubing. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the IV leaked where the bd insyte autoguard shielded IV catheter needle connected to the tubing. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR: a total of 225,210 units were manufactured on afa 4 from (B)(6) 2018 through (B)(6) 2018 and packaged on packaging line (B)(6) 2018 through (B)(6) 2018. All challenge, set up and in process samples were performed per quality control plan and all passed per specifications. Received a total of 50 iag bc 24ga units inside a dispenser. The units were within sealed packages and their components were intact. 100% visual inspection was performed and no physical-mechanical damage was observed on any of the components of the units received. Water-leak test was performed as follows: 25 of the adapters were connected to the male slip luer test fitting. No leakage was observed on any of the areas of the units. 25 of the adapters were connected to a lab provided q-syte unit and to the male luer slip luer test fitting. No leakage was observed on any of the areas of the units. Conclusion(s): there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.